Event description:
It was reported that the user encountered difficulty entering a meal announcement while the ilet displayed a ¿press and hold¿ prompt, and was guided to disconnect from the pump, confirm insulin drops during a prime-like action, unlock the device to access the meal feature, reconnect, and successfully enter the meal announcement, indicating user interface use error and need for product use education. No adverse clinical effects and no change in blood glucose. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included technical support review, user re-education on device operation, and troubleshooting of infusion setup steps. Investigation of this case revealed normal device performance with successful visual confirmation of insulin drops and proper function after correct sequence of steps. It was concluded that the event resulted from use error and was resolved with user education, with no device malfunction identified.